Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy, during the first firing at the pulmonary parenchyma resect ion, a clamp test was done, and firing outside the body was checked. In left articulation, the anvil was down, and it stopped in a state of full firing. The product was checked after the surgery; when it was operated using a powered approach; the device returned to the neutral position; the cartridge was removed, but an adapter yellow swim lane was shown. A manual handle and a new reload were used to resolve the issue. No patient injury. Medtronic's initial evaluation of the incident is that heavy response was felt in clamping or opening the jaw of the reload.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument's knife bar was herniated from the side of the product. It was reported that the articulation lever did not turn as freely as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the device lock ring was out of its correct position and the device had bent laminates and was applied over thick tissue causing the interlock to not function properly. The product analysis noted evidence that the device was not used as intended. Theses issues can occur if the lock ring was inadvertently moved out of position during handling of the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)); sigphandle, sig power sigphandle handle (serial# (B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.